Manufacturer narrative:
Device is a combination product. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 12:32 pm CT. The report number is being corrected from: 2134265-2018-64449 to: 2134265-2018-63448.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the very tortuous circumflex artery. A 3.00x32mm synergy ii drug-eluting stent was advanced for treatment. However, while the device was attempting to pass through a previously placed stent, the synergy stent came off the delivery system. The dislodged stent was retrieved with a snare from the aortic cusp. The procedure was completed using a guidezilla guide extension catheter to aid in the implantation of a 3.00x32mm synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine. Device evaluated by manufacturer: a damaged stent was returned attached to a snare. Stent struts pulled and stretched along the entire stent length. The stent delivery system sds was not returned for analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the very tortuous circumflex artery. A 3.00x32mm synergy ii drug-eluting stent was advanced for treatment. However, while the device was attempting to pass through a previously placed stent, the synergy stent came off the delivery system. The dislodged stent was retrieved with a snare from the aortic cusp. The procedure was completed using a guidezilla guide extension catheter to aid in the implantation of a 3.00x32mm synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.